Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved (the pt had a venous sheath in place at the time of the device deployment which is not in accordance with the instructions for use). Subsequently, a 3x5 cm hematoma formed. The pt was transfused with one unit of packed red blood cells. It is important to note that this pt was a transplant pt (type of transplant and date performed unk). The pt was discharged home late that day with no sequelae.